Event description:
Same as MFR's report #6000089-2007-00146, and #600093-2007-00223. Tap: it was reported that 202 days after implantation of a 3.5x32mm and a 3.5x20mm taxus express2 drug eluting stent and a 3.0x32mm liberte monorail stent, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the right coronary artery (rca). A pre-intervention stenosis of 70% was reported. An attempt to directly stent the lesion was "unsuccessful," "therefore it was pre-dilated with a 3.0x20mm maverick balloon to 10 atms." The balloon was removed and a 3.5x32mm taxus stent was deployed in the "mid portion" of the vessel and inflated to 12 atm. It was reported that "this created some additional disease and a worse appearance more proximally, so a 3.0x20mm taxus stent was placed across the proximal disease segment and inflated to 12 atm." It was also noted that "there was a small tear distal to stent," and the pt had "chest pain as well." Subsequently, a 3.0x32mm liberte monorail stent "was placed distally through the stents," and inflated to 16 atms. A 3.5x15mm quantum maverick was used to "post-dilate the proximal portion of the liberte stent and all the taxus stents to 25 atms." A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The pt received heparin and integrilin during the procedure. It was noted that this was a "successful complex stenting of the long, diffuse right coronary artery stenosis." The pt had "similar chest pain to his angina pectoris." There were "no complications." The pt presented 202 days after the initial procedure with unstable angina pectoris and a 60-95% in-stent restenosis in the mid and distal rca. Diffuse disease throughout the rca was noted. The "distal segment and the mid portion of the vessel were dilated with a 2.5x20mm maverick2 balloon inflated to 16 atms." A post-intervention residual stenosis of "less than 20% with timi grade ii flow" in the mid and distal rca was reported. The pt received heparin and integrilin during the procedure. It was noted that the procedure was a "successful percutaneous transluminal coronary angioplasty for in-stent restenosis of a liberte and taxus stent." There were "no complications."

Manufacturer narrative:
Complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8485907 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.